Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the high impedance issue and system error was not known; rep noted they called into technical services to ask this question and they have not gotten back to rep yet. Rep reported that they sent them the tablet logs. Rep reported the high impedance issue was resolved in the or the day of surgery (B)(6) 2024) the system error code was a one time event that resolved once they restarted the app. Rep noted the reason for why this occurred is still being investigated. Rep reported that patient issues were resolved on the day of surgery (B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt had a normal replacement on friday and before the 97702 was removed the impedances were tested and everything looked good to the caller. The caller did note that the pt has one mdt ins and one  ins from another manufacturer and the ins was also being replaced that day at the same time. The caller states that when the 97702 was removed and vanta was attached to extensions, the connectivity check showed all red for 0-7 and 8-15. The caller advised hcp(s) to wipe the lead and that was completed. An hcp then irrigated the ports of the vanta without being advised to do so by caller--the ports were then suctioned to remove fluid. The leads were placed back in the port and the connectivity check still showed all red. Caller advised hcp to ensure the leads are all the way in the header block--connectivity check was done again and caller notes two contacts showed green in the 8-15 port. Another check produced all contacts in 8-15 port as green and that lead was screwed in. The caller notes that eventually the 0-7 port also showed up green and the caller moved to the impedance check. When impedance check was initiated, the 'progress' got to %18 and then a system error 0xd38f4af was displayed. The caller noted during an impedance check seeing 'do not use' contacts. The caller was calling because she was concerned this system error potentially indicated that an issue with impedance/impedance check was present though the case was eventually completed successfully. The caller mentioned that she has seen these system errors in the past (that start with 0x) in reprogramming situations, etc.. Though agent did not inquire further as to dates/patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.